Manufacturer narrative:
E1 initial reporter phone number (B)(6). Date of event is estimated. During processing of this complaint, attempts were made to obtain complete device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
It was reported that patients lead had high impedances, x-ray imaging revealed patients lead was fractured. As a result, surgical intervention was undertaken on (B)(6) 2026 wherein lead was explanted and replaced to address the issue.